Manufacturer narrative:
On 06aug2017, a customer in the united states had notified biomérieux of the slide and slide holder in their vitek® ms instrument (reference 410895) being hot and burnt after use. An internal biomérieux investigation was performed. On 07aug2017, the customer was advised not to use the instrument until a field service engineer (fse) could inspect it. If the slide holder appears to be charred or burnt in any way, this is a sign of high voltage (hv) breakdown, and the system should not be used. The instrument was taken out of service until the fse could better assess the cause of the hv breakdown. On 19aug2017, the entire sac/sample stage assembly, the ion optics assembly, and the sample slide holder assembly were all replaced. The fse performed post-repair instrument fine tuning. After these steps, the instrument was operating at factory specifications. Note: the vitek ms service manual includes information on how to troubleshoot a burnt slide issue (refer to vitek ms service manual 4501-2208 - I, page 15-22). Investigation conclusion: the customer's sample slide holder assembly was returned for further evaluation. Based on the slide holder/adapter inspection (pictures taken at customer site or visual inspection after return to our lab), the most probable cause of the issue is the use of a dirty slide adapter. Finger prints and spots (as if liquid has dried on it) have clearly been seen. Also, based on the slide on the picture received from the customer, the spot preparation might not be optimal (spots are thick, some spots are mixed together). With thick deposits, more time is needed to let them dry. High voltage breakdown can occur: at the sample location if wet (not fully dried) samples are placed into the instrument and fired upon. At the sample stage if contamination is present. The slide adapter could have been hot due to the presence of high voltage breakdowns. As per vitek ms user documentation, gloves should be used when handling either the adapter or the slides: instrument user manual: clinical use 4501-2184 - d, paragraph "workflow and instructional procedures": "2. Wait till the samples on the target slides are dry. 3. Open the vitek® ms instrument door and, wearing powder-free gloves, remove the adapter from the instrument." Workflow user manual: 4501-2233 - e, paragraph "inserting the adapter": "use powder-free gloves while handling vitek® ms-ds target slides and adapter. Avoid touching the spotted areas of the vitek® ms-ds target slides." According to the customer, they always wear gloves when handling the slide adapter and slides. They never load slides that are wet and always wait for them to completely dry before loading. It is possible that if gloves were worn, they may have been contaminated or wet.

Event description:
A customer in the united states notified biomérieux of the slide and slide holder in their vitek® ms instrument (reference 410895) being hot and burnt after use. The customer reported that they went to remove a slide, and it was extremely hot to touch. They also noted burn marks on the slide and char marks on the slide holder. The customer turned off the instrument and used another system to perform testing. There was no harm to the user. There was no effect on patient results, as the customer had a second system to use. There is no indication or report from the laboratory that the instrument malfunction led to any adverse event related to a patient or user's state of health. A biomérieux internal investigation has been initiated.